Event description:
Information received by medtronic indicated that the insulin pen was unable to give dose. Customer stated that the screw was not moving as intended. No harm requiring medical intervention was reported. The insulin pen was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.